Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Troubleshooting for keypad anomaly was performed. Customer advised the up arrow works but does not have a positive click. Customer advised that the buttons on the insulin pump respond intermittently. Customer advised the up button is very hard to press. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with no button response due to flattened up arrow button dome switch. Inspected lcd connector and no unlocked connector noted. The insulin pump received with minor scratched display window.